Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was infusing bumetanide (medication, dose, programmed amount and delivery rate unknown) and shut off without user input in the patient room. The medication was stopped and the device was swapped out. There was no known patient injury or medical intervention associated with this event. There were no errors found in the alarm log by the facility a functional check was completed by the facility and the device was returned to service. No additional information is available.